Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the reason for repair is unit is alarming. The key failure is the pilot valve is leaking. Additional malfunction is power switch, no audible alarm. The non-alarming issue is a reportable event which is the basis of this FDA filing.